Manufacturer narrative:
The tablo unit was evaluated. The field service engineer (fse) confirmed as part of that evaluation that the venous air/venous air monitor (vena/venam) sensor was working properly. All indications, upon the analysis that was conducted, is that device functioned as intended.

Event description:
It was reported by the nurse that an alarm, alarm_air_in_venous_bloodline occurred during a patient treatment. The treatment was ended and the staff could not return the patient's blood. Approximately 20 minutes after, the staff restarted treatment with a new cartridge. Again, the same alarm occurred a second time and the treatment ended again. The staff was unable to return the patient's blood a second time, resulting in blood loss of approximately 480 ml in total. The patient was alert and oriented and refused additional treatment for the day. The system appears to be functioning as intended.